Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 464 mg/dl, 149 mg/dl, and 251 mg/dl. Customer had been dizzy for about 10 minutes but it went away without treatment. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.